Event description:
It was reported the during an unknown procedure, the distal end cover of the subject videoscope fell off inside the patient. The procedure was completed with a similar device. There is no further information if the distal end cover was successfully retrieved. There were no reports of patient harm.

Manufacturer narrative:
This report is related to (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00009. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection. The device underwent visual inspection and functional tests and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.